Manufacturer narrative:
The check of the manufacturing charts of the lot# involved (201312713) did not show any anomaly on the 13 h max s stems manufactured with this lot#. First and only complaint received on this lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Right hip revision surgery due to proximal loosening of the stem done on (B)(6) 2017. Components replaced: · h max s standard femoral stem, model# 4250.20.090, lot# 201312713; · fem. Modular head, l.28 mm, model# 5010.09.283, lot# 201209508; · delta neutral liner, model# 5885.51.058, lot# 201113471 (replaced with a protruded one) no reported consequences for the patient. Event happened in (B)(6).